Manufacturer narrative:
(B)(4). G5 PMA/510(k): the rt224 infant continuous flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The complaint rt224 infant continuous flow breathing circuit was not returned to fisher & paykel healthcare for investigation. The information provided by the hospital was insufficient for us to draw any reasonable conclusion regarding the cause of the reported leak. Without the subject infant breathing circuit, we were unable to determine if it had a malfunction that could have caused or contributed to the reported leak, or identify its root cause.

Event description:
A hospital in (B)(6) reported via a distributor that an rt224 infant continuous flow breathing circuit was found leaking during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). PMA/510(k): the rt224 infant continuous flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Manufacturer narrative we are currently in the process of obtaining further information from the hospital via the distributor to determine if the complaint rt224 infant continuous flow breathing circuit caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a distributor that an rt224 infant continuous flow breathing circuit was found leaking during use. No patient consequence was reported.